Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing broke and leakage occurred. This occurred 2 times during use. The following information was provided by the initial reporter, translated from chinese to english: "the tube was broken during using in magnetic resonance, the prn was poped out".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0019783. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the damaged end caps in the photograph submitted by the facility. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii" closed IV catheter system tubing broke and leakage occurred. This occurred 2 times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the tube was broken during using in magnetic resonance, the prn was popped out".